Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties occurred. The physician predilated the tight lesion in the mid right coronary artery (rca) with a 2.0x16mm aqua3 balloon followed by a 2.5mm and a 3.0mm aqua3 balloon. A 3.0x19mm flexmaster coronary stent was then implanted. A 3.0x9mm quantum balloon was used to post dilate for a visible kink in the stent. The tight lesion in the distal rca was predilated with a 2.5x16mm aqua3 balloon and a taxus express2 2.75x8mm drug eluting stent was positioned and deployed to 16 bar. The delivery system was successfully separated from the deployed stent but the physician encountered difficulty withdrawing it through the mid vessel stent. The physician questioned if the balloon had fully deflated and was catching on the distal edge of the flexmaster stent. It was noted under x-ray that there was some residual dye in the balloon. Contrast was injected to assess patency of the vessel. The vessel was patent. The physician attempted to burst the balloon by inflating it to 22 bar but was unsuccessful. The balloon had some mobility in the vessel but could not be withdrawn. Next, the physician passed another bmw guidewire alongside the balloon and inserted a 2.0x16mm maverick2 balloon over this wire. The maverick2 balloon was inflated to 8 bar. The physician felt this may have altered the profile of the stent balloon because the stent delivery system and the secondary balloon were removed as a single unit through the guide catheter. The length of the incident was about 15 minutes. The pt experienced periods of chest pain but no EKG changes. The final angiogram results were satisfactory with no visible trauma to the vessel. The pt had an uneventful recovery and was discharged home the following day. No pt complications occurred. Pt status is satisfactory.

Event description:
Additional information provided indicates that themid rca lesion was mildly tortuous, mildly calcified and 80% stenosed. After the stent delivery system was removed, the stent was post dilated with an 8mm balloon. The patient received plavix pre procedure and was prescribed plavix post procedure.